Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead perforation. It was noted that on echo the lead was abutting the lateral chest wall and the patient had chest pain. The physician is planning on a lead revision soon. No patient complications have been reported as a result of this event.